Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No prime anomalies were noted. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that insulin squirted or dropped out of the insulin pump. The customer was unable to exit the load reservoir process. Customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.